Event description:
The patient was brought to the operating room, placed under general anesthesia for an arthroscopy of the right shoulder. An arthrex pump was used to push saline into the shoulder joint for increased visualization. The pump was noted to be delivering fluid at a high rate of speed and pressure. Attempts were made to trouble shoot the pump intraop but the problem could not be found. The surgeon noted that the patient's arm was taut. The decision was made to abort the procedure as vascular injury could not be ruled out without imaging.